Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device had low power and was running slowly. The device was being used during surgery, but there were no injuries. It is unk if there was any medical intervention or a delay in surgery. There was no add'l info provided.